Event description:
Customer reported system will not allow a film shot and is displaying an x-ray overtime error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries. System operates as intended.